Manufacturer narrative:
On (B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up on (B)(6) 2010, a warning message was displayed by the programmer stating that a reset occurred (ICD programmed to nominal settings). A new interrogation was performed and the device was found programmed with nominal settings.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up on (B)(6) 2010, a warning message was displayed by the programmer stating that a reset occurred (ICD programmed to nominal settings). A new interrogation was performed and the device was found programmed with nominal settings.

Manufacturer narrative:
06/24/2010; this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending. Since the device remains implanted, the programmer files were reviewed. Please refer to the attached analysis report no. (B)(4) for complete details.